Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetes ketoacidosis and had a blood glucose level of 426 mg/dl. At the time the 911 call was made, the customer's blood glucose level was 595 mg/dl and dropped to 426 mg/dl by the time emergency medical technicians arrived. The customer had vomiting and high ketones as symptoms. The cannula from the insulin pump's infusion set was bent because, the customer had fallen on his insertion site. A no delivery alarm was received from the insulin pump as well as a button error alarm. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, insulin pump was unable to communicate to the test contour next link blood glucose meter to the insulin pump due to cold solder joint on the remote frequency board. The insulin pump received with scratched case and scratches on lcd window.